Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament, iris, camera and generator calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error and the iris collimator would not open. The field service engineer confirmed that the system failed to initialize/boot. No patient serious injury or death was reported related to this event.